Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they experienced high blood glucose level of 600mg/dl. The customer stated that the insulin pump had blank display and that display did not return after restarting the insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose level event customer stated that battery compartment or battery cap or spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.